Event description:
The customer reported that the system would not produce fluoroscopic x-ray and exhibited an audible alarm. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the ps 2 power cable, and the controller printed circuit board. The system was tested and found to be working as intended and put back in service.